Event description:
Previously reported to FDA's (B) (6) office complaint # (B) (4). Respironics CPAP equipment arrived used, dirty, and failed. Gave off a burning smell. Sent to be refurbished and failed again. Some burning smell.